Event description:
Had essure implanted. Six months later had radioactive dye test performed. Passed. Got pregnant soon thereafter with twins. Hematoma formed and both babies died. Hysterectomy was performed due to excessive scar tissue and damage. Fallopian tube was punctured allowing fertilization to occur even though confirmed full blockage of scar tissue.